Event description:
Jelco broke while it was still in the patient's arm.additional information 2/24/2026:patient outcome: pain and discomfort.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 38831414 and lot number 4087323. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. One (1) of the pictures provided appeared to show a product with the needle piercing through the catheter and the product appeared to be unused. It is most likely that this incident resulted during product assembly from a possible isolated failure in the vision system, which allowed a transfixed catheter to pass through to the customer. Improvement actions for this type of defect were implemented in the manufacturing process from a related corrective and preventive action plan. These actions were implemented in september 2024, which was after the manufacture of the lot number involved in this record. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.